Event description:
On (B)(6) 2013, at (B)(6) hospital, (B)(6), the customer reported that for cardiohelp unit (article number 70104.8012; serial number (B)(4)) that after the unit was turned on and the system check was completed successfully, the touchscreen would not respond to touch commands. The customer was eventually able to enter the service menu and the screen was recalibrated. The touchscreen then responded to the user's touch. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).